Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused heparin during therapy in the emergency department. A heparin bolus of 7050 units was given, the device was programmed to deliver 160 units (16cc) per hour and. Approximately 1.5 hours later, the pump alarmed air in line and the heparin bag was noted to be empty. Hematology was consulted and 60mg of protamine was given as medical intervention. The patient was admitted to the intensive care unit for monitoring including factor 10 levels until therapeutic. The customer also reported that there was no long-term harm to the patient. No additional information is available.